Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014 - device evaluation: the meter has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the meter history showed no evidence of an error was recorded. During testing, the meter powered on normally and paired successfully with a test pump. A 10 unit bolus was successfully delivered with no errors occurring. The complaint of the meter emitting an error 1 message when performing a bolus was not able to be duplicated during investigation.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 bolus) issue. It was reported that the meter emitted an ¿error 1¿ message after performing a bolus with the pump. It was noted that removing and reinserting the meter battery was not able to clear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.